Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal obstruction, aspiration pneumonia, gastrointestinal bleeding, bezoar and ulcers are known complications of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient went to the emergency room due to acute symptoms of generalized fatigue with increased off periods without response to extra doses, abdominal pain, and vomiting. An abdominal computed tomography scan was performed which diagnosed an intestinal obstruction. They observed the internal tube in the jejunum and the peg tube plate near the pylorus. Duodopa was suspended until resolution of acute symptoms. A nasogastric tube was inserted, and an upper digestive endoscopy was performed. He became unstable with an elevated heart rate of 160 beats per minute and sweating with no fever. They were unable to visualize the gastric field due to active digestive bleeding. He was admitted to intensive care unit for stabilization. Anti-coagulation with sintron was adjusted. On (B)(6) 2021, he experienced bronchial aspiration and presented bilateral pneumonia. He was intubated with assisted ventilation. The surgeons tried to remove the pei tube but found an impediment and it was not possible to remove the tube. The peg tube was mobilized correctly and without difficulty. The stoma was cured, and the exposed pei tube was cut and connectors were replaced. On (B)(6) 2021, the assisted ventilation was discontinued due to the patients stability. On (B)(6) 2021, a digestive endoscopy was performed. A medium sized bezoar was observed at the tip of the internal tube and an ulcer in the duodenal bulb was visualized. He had an intestinal subocclusion in the third portion of the duodenum and surgery was ruled out. The pei tube was removed, and the peg tube was maintained. A new tube will be placed when the ulcer resolved. Omeprazole was administered to treat the duodenal ulcer. On (B)(6) 2021, enteral nutrition was administered via the peg tube. He was stable, oriented, and collaborative.